Manufacturer narrative:
The device powered up properly after battery installation. The pump passed self-test and no missing segments or partial display noted. The pump was received with bleeding display, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of issues with a glitch on their display. The customer states there is some unknown symbol under the time. The customer's blood glucose at the time of incident was unknown. The customer states the device was dropped. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.